Event description:
No vacuum present, with regurgitation of metal shavings from vitrectomy probe and shaved vitreous in to the eye during core vitrectomy. Removed all particles. Changed probes to complete procedure. Patient condition/prognosis reported as stable, improved. No patient injury, but surgeon felt this could cause injury if it recurs.